Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection helix retracted with no sign of damage. Allegation (perforation) was not confirmed. Electrical allegations were not confirmed, lead resistances measured normal.

Event description:
It was reported that this patient complained of diaphragmatic stimulation. Further review evidenced both the right atrial (ra) and right ventricular (rv) leads exhibited elevated thresholds and the rv lead had perforated the heart wall. To resolve the issue, the patient underwent a surgical revision wherein the rv lead was repositioned. However, a few days later it was confirmed that the rv lead perforated the right ventricle once again. As result, the patient underwent an additional procedure wherein the lead was extracted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was received for product analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient complained of diaphragmatic stimulation. Further review evidenced both the right atrial (ra) and right ventricular (rv) leads exhibited elevated thresholds and the rv lead had perforated the heart wall. To resolve the issue, the patient underwent a surgical revision wherein the rv lead was repositioned. However, a few days later it was confirmed that the rv lead perforated the right ventricle once again. As result, the patient underwent an additional procedure wherein the lead was extracted and replaced. No additional adverse patient effects were reported.